Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 2200 ventilator experienced no alarm sounds while connected to a patient. The customer stated that the ventilator alarmed sndrerr, mux flt1 and int flt1 without sound. The patient was removed from the device and placed on a back up ventilator. There customer confirmed that there was no patient harm reported with this event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 result of investigation: the reported complaint was confirmed and duplicated. The rootcause of the issue was the red cable was disconnected from positive terminal. As a resolution, the red cable was soldered back into the positive terminal. Installed the utt into a known good ltv 2 test stand unit. Powered in operational mode, created a hw fault, confirmed the sound of speaker, the uut passed. Reviewed the event trace, no int flt1,sndrerr, mux flt1 entries were logged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.